Manufacturer narrative:
(B)(6). The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturing record evaluation (mre) review cannot be conducted because no lot number was provided by the customer. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a preface® guiding sheath with multipurpose curve and a brim cap and hemostatic valve separation occurred. During the transseptal phase, the insertion part of the preface® guiding sheath with multipurpose curve was broken. The issue was resolved by changing the sheath to another one. The procedure was completed and there was no patient consequence. Based on the information provided, it is unknown which part of the sheath was broken. This issue of the brim cap detachment and hemostatic valve separation were assessed as reportable events. On november 11, 2019, the biosense webster, inc. Product analysis lab received the device for evaluation, and it was reported that the brim cap and hemostatic valve detached. This event was originally considered not MDR reportable, however, biosense webster, inc. Became aware of a reportable malfunction upon receipt of the device on november 11, 2019 and have reassessed this complaint as reportable. Therefore, the awareness date for this reportable lab finding is november 11, 2019.

Manufacturer narrative:
Investigation summary : it was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a preface® guiding sheath with multipurpose curve and a brim cap and hemostatic valve separation occurred. During the transseptal phase, the insertion part of the preface® guiding sheath with multipurpose curve was broken. The issue was resolved by changing the sheath to another one. The procedure was completed and there was no patient consequence. Based on the information provided, it is unknown which part of the sheath was broken. The returned device was visually inspected. The cannula sheath and a detached brim cap (returned inside a separated small bag) was received for analysis inside a plastic bag. No damages were observed on the detached brim cap nor on the hub of unit. The hub ring outer diameter and the brim cap inner diamater were measured, and they were found within specification. The brim cap with the hemostatic valve were snapped into the hub and insertion/ withdrawal tests were performed on the received unit. Using a lab sample vessel dilator, nor anomaly was observed during the tests performed. Per microscopic analysis, the cap and molded hub were inspected. No anomalies were observed on the unit. The device history record (DHR) cannot be performed since the lot number was not provided. The customer complaint was confirmed. The cause of the event experienced by the customer could not be conclusively determined. Manufacturer's reference # (B)(4).